Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 15a006 was manufactured from january 07, 2015 ¿ january 08, 2015. One actual unit was received for evaluation. Visual inspection revealed evidence of a black particle approximately 0.10 square mm in size, embedded in the material of the stressmember component. The particle was not in the fluid path. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter described as a long black fiber in its balloon. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.